Event description:
Pt is status multiple pci's. Most recent a 2.25 taxus liberte atom in the mid circumflex (B)(6) 2009. On (B)(6) 2010, pt arrived to our ER with a stemi. He had apparently been off his asa and plavix for 1-2 weeks. Films reveal mid circumflex with a 90% thrombotic occlusion, also the om1 with a 90% thrombotic occlusion of a 3.0x23 multi-link vision stent placed (B)(6) 2008. Thrombectomy performed with minimal results due to difficulty crossing the stented areas completely with thrombectomy catheter. A 3.0x15 nc quantum apex, 2.5x15 nc quantum apex, and 2.0x15 apex used to dilated lesions. Final films reveal good angiographic results and it was decided to stop at this point with angioplasty alone. Pt discharged on asa and effient.